Event description:
It was reported that patient presented for in-clinic follow-up, the atrial lead exhibited high threshold. Furthermore, it was reported that the patient's right ventricular lead was capped for an unspecified reason in 2021. The atrial lead was explanted and replaced on (B)(6) 2024. Additionally, the capped right ventricular (rv) lead was also explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿atrial lead high threshold¿ was not confirmed. As received, a partial lead was returned in two pieces. Final analysis of an electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductors due to damaged inner insulation at the distal portion of the lead consistent with procedural damage. Analysis on visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Investigation conclusions code was corrected to no problem detected.